Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had two of their system leads explanted in 2022 for an unknown reason.

Manufacturer narrative:
A case of explanted leads was reported to abbott. Attempts to follow-up on this issue have been made and no more information has been obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.